Event description:
Physician attempted to utilize the wire guide. The wire continued to kink and not advance. A different kit was pulled, and line was able to be placed. The patient was unstable and needed the line placed asap. The problem with the wire caused a delay in care.

Event description:
Physician attempted to utilize the wire guide. The wire continued to kink and not advance. A different kit was pulled, and line was able to be placed. The patient was unstable and needed the line placed asap. The problem with the wire caused a delay in care.